Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit meets specifications. The unit successfully underwent a continuous burn-in for 5 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2013-08514, 2134265-2013-08517. It was reported that the motor drive unit will not pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the target lesion in the mildly calcified left anterior descending artery with stenosis between 80 to 90%. It was noted that during the procedure, the motor drive unit did not perform automatic pullback. The procedure was completed by doing a manual pullback. No patient complications were reported.